Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that, while she was trying to remove the insulin cartridge, the black rubber stopper on her cartridge became stuck on the piston rod plate of her insulin infusion device. The patient stated her adapter was more than "10 cartridges old." The patient was advised to change to a new adapter. The patient was assisted in removing the stopper from the piston rod. The patient was advised to check the cartridge compartment for any moisture and she reported seeing some moisture forming. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.